Manufacturer narrative:
(B)(4). The reported complaint of "iabp turned off" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "iabp turned off without issuing alarms". Additional information states "rn stated they were able to switch the power switch off and back on and iabp did restart. The iabp was currently in use on patient". The iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "iabp turned off without issuing alarms". Additional infformation states "rn stated they were able to switch the power switch off and back on and iabp did restart. The iabp wascurrently in use on patient". The iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".